Event description:
Pt had episodes for pain control and upon removal of the epidural catheter the tip was noted to be missing and was not seen on x-ray. There is no evidence of radiopaque foreign body to suggest retained fragment. Soft tissues unremarkable. Skeletal structures intact. FDA safety report ID# (B)(4).